Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. An hour after the alleged issue, the patient claims he felt a symptom of sweats. The patient reportedly went to the emergency room (ER) and was treated with food and/ or drink. The patient's blood glucose was tested with the ER/ hospital meter; however, results were not specified. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were went to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.